Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed self test and displacement test. Device was monitored for 2 days and no dull grey display or blank display anomalies noted. Power connector plug in and locked in place properly. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 6.4 mmol/l at the time of the incident. Troubleshooting was performed. Customer stated the display was flashing white and reads vertical lines. The issue occurred three times. Customer stated there was no physical damage on the insulin pump. Customer states the display was not blank less than 30 seconds. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will not be returning for analysis.